Manufacturer narrative:
Manufacturing date from july 11, 2016 to july 13, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blockage in a large volume infusor. The infusor did no allow flow to the administration line. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.